Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 2:00 pm, the patient experienced a sensor failure and began exhibiting symptoms including vomiting and a headache. From the time of sensor failure, the patient started to experience the symptoms, there was no interval between the sensor failure and when the symptoms started to manifest. The patient was assessed at home and found to be borderline for developing diabetic ketoacidosis (dka). A blood glucose measurement (bgm) was taken by the patient¿s mother, revealing a significantly elevated reading of 600 mg/dl. In response, the patient¿s mother administered insulin. Shortly thereafter, the patient¿s father arrived and transported the patient to the emergency department for further evaluation and treatment. Upon arrival at the hospital at 3:19pm, medical staff-initiated treatment, including administration of intravenous saline fluids. A blood glucose measurement was obtained by the hospital staff; however, the patient¿s mother was not informed of the specific bgm value at that time. At 7:47 pm, the patient texted her mother stating that she would be admitted to the hospital and that they were waiting for an available bed. At the time of the report, the patient was reported to be stable and doing well, with no ongoing acute symptoms noted. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.